Event description:
It was reported that a patient underwent breast augmentation revision with two 450cc mentor memorygel breast implants. Post-operatively, the patient diagnosed, via MRI and mammogram, with spontaneous right breast implant rupture. The patient was also initially diagnosed with left breast asymmetry, then right breast capsular contracture (baker grade ii), bilateral ptosis, bilateral rippling, and left breast pain. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2023. The replacement devices were: (right) 685cc mentor memorygel boost breast implant catalog: shpb685 lot: 9933425 sn: (B)(6) and (left) 685cc mentor memorygel boost breast implant catalog: shpb685 lot: 9933425 sn: (B)(6). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant have been reported under mrn: 1645337-2023-11948.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant had a crease/fold extended from the anterior to the posterior view. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: asymmetry, ptosis, rippling, breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).